Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 136 ohms while the patient was in the clinic. The patient was noted to not have remote monitoring. The shock impedance was indicated to be in the 120 ohm range approximately a year ago and has been as high as the 140 ohm range. The rv pace impedance was indicated to be stable in the 500 ohm range and there is no noise observed on stored events. Boston scientific technical services (ts) recommended to the boston scientific representative to perform a commanded maximum energy shock of 41 joules when the shock impedance is consistently in the 140 ohm to 150 ohm range. The lead remains in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 136 ohms while the patient was in the clinic. The patient was noted to not have remote monitoring. The shock impedance was indicated to be in the 120 ohm range approximately a year ago and has been as high as the 140 ohm range. The rv pace impedance was indicated to be stable in the 500 ohm range and there is no noise observed on stored events. Boston scientific technical services (ts) recommended to the boston scientific representative to perform a commanded maximum energy shock of 41 joules when the shock impedance is consistently in the 140 ohm to 150 ohm range. The lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this patient was subsequently checked in the clinic again approximately four years later and the rv lead exhibited a high out of range shock impedance measurement of 158 ohms. Ts reviewed prior calls and product data and noted there were four alerts for high out of range shock impedance measurements in the past. The shock impedance has been in the 140 ohms to 160 ohms range for the past year. Ts discussed with the boston scientific field representative the options of performing a commanded maximum energy 41 joule shock test or continue to monitor until the associated implantable cardioverter defibrillator (ICD) device requires replacement as this is not a new issue. The ICD device was indicated to have approximately one and a half years of battery longevity remaining. Ts also provided guidance that a rv lead replacement could be considered at the time of ICD device replacement if no shock therapy is needed between now and device replacement. The boston scientific field representative subsequently confirmed that the cause of the high out of range rv lead shock impedance has not been determined, no commanded maximum energy 41 joule shock test has been performed, and the following physician simply wants to continue to monitor the issue and then manage it at the time of ICD device replacement. The rv lead remains in-service. There are no patient symptoms or adverse patient effects.